Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while firing, the device was making a grinding noise. The device was still used and the surgeon was able to complete firings, and ¿push through¿ the pressure readings. It was also noted that the handle would alert in error that an excessive load was detected when there is no excessive load. There was no patient injury.

Manufacturer narrative:
D10 concomitant product/s: sigpshell sig power sigpshell control shell lot #:unknown; unknown egia su unknown endo gia sulu lot#:unknown; unk-sigadapt unknown signia egia adapter serial #:unknown additional information: d9, d10, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Functional testing noted there were no abnormalities that would have caused or contributed to the reported condition. A clamshell and adapter were connected to the returned device and calibrated successfully. The device was able to fire without issues on the test fixture. A reload was attached to the device and was able to clamp and articulate without any issues. A review of the system logs showed that the handle experienced an excessive firing force. When the specified load limit is reached, the powered handle will stop firing. It was reported that the device detected an excessive load. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The handle exceeded the force limit of the strain gauge and caused the high firing force screen to appear on the handle as a safety measure. It was also reported that the device gave unexpected or uncharacteristic audible feedback of normal use. The reported issue could not be confirmed. The most likely cause co uld not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if the stapler stops while firing: release the down/fire button, and any other button or toggle that may be pressed. Inspect the stapling reload for an obstruction, excessively thick tissue, or for completion of firing. If continued firing is desired, attempt to complete the firing by pressing and holding the down/fire button until completion of firing. If the stapler is unable to complete the firing, press up on the toggle to retract the knife of the reload to the fully clamped position. Press and hold up/open again to fully open the jaws of the stapling reload. If unsuccessful in removing the stapling reload from the tissue, refer to the instructions for use section to remove the reload. If that fails, follow the instructions described in the alternate opening procedure or in the manual retraction tool procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.